Event description:
The surgeon was using these scissors to open an artery on the heart when the surgeon noted that the tip of the scissors had broken off. The surgeon was able to retrieve the scissor tip that broke off. Surgery proceeded uneventfully.